Manufacturer narrative:
This report is filed on may 24, 2019.

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of electrode migration and incorrect electrode placement resulting in poor device performance from time of activation. The patient was re-implanted with another device at the same surgery.